Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: -what is the lot number? This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m. Event related to mw # 2210968-2022-03206 and mw # 2210968-2022-03208.

Event description:
It was reported that a patient underwent an unknown orthopedic procedure on (B)(6) 2022 and suture was used. The suture easily broke during use. No adverse patient consequences were reported. Additional information was requested.